Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Programmer: model 37743, serial# (B)(4). Lead: model 3888-28, lot# l20705, implanted: (B)(6) 1991, explanted: na. Extension: model 7495-51, serial# (B)(4), implanted: (B)(6) 1991, explanted: na.

Manufacturer narrative:
Plug/boot model: 3550-09 lot#: unk implanted: unk explanted: 2012-(B)(6). Analysis of ins model 37702 (B)(4) showed no significant anomalies. Analysis of plug/boot model 3550-09 lot# unk showed no anomalies.

Event description:
Additional information was received that reported the patient underwent surgery to replace his implantable neurostimulator (ins). The ins was also programmed around the questionable electrode. The patient outcome was reported as "doing well and receiving adequate therapy." If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient received a premature end of life message on their patient programmer. A longevity calculation estimated a 22 month battery life [programmed at 5.9v, 450pw, 50hz, 2+/1- electrodes, used 24 hrs, cycling 1 min on and 1min off]. Impedance interrogation indicated one of the electrodes programmed was low and out of range [less than 98 ohms]. No information in regards to the patient outcome was received. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.